Event description:
It was reported that during an unspecified procedure the balloon came loose in the patient. The reporter stated no person was injured or harmed and the device cannot be returned as it was already disposed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation , the device was disposed by the facility. The cause of the reported issue is unknown at this time. Follow ups regarding the event reported are in progress. Supplemental report(s) will be submitted should any relevant new information is available/received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to e2, e3, and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the device handling by the user might have contributed to the reported event (balloon came loose in patient). Additionally, it was possible that the balloons might not have deflated completely when the endoscope was withdrawn from the patient. However the device was not returned, and the final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. The balloon can easily tear, so beware of sharp objects. Store the balloon in a cool environment with low humidity. After opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced.¿ olympus will continue to monitor field performance for this device.